Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement greater than 2500 ohms triggering a lead safety switch (lss) to unipolar. The ra lead impedance had been stable until this elevated measurement. The physician's observation suggested a lead fracture. Additional information received advised the unipolar impedance is normal at 470 ohms, the threshold is stable, and no underlying p-waves, however oversensing of myopotentials was observed. The device was programmed to avoid using the ra lead. The patient is asymptomatic to the change in the pacing configuration. The right ventricular (rv) lead is stable. The plan is to revise the ra lead, however no date has been set. At this time, the ra lead remains in service. No adverse patient effects were reported. Additional information received advised the ra lead was capped and the device was replaced due to physician's discretion and will not be return for investigation. Outside of the revision procedure no additional adverse patient effects were reported.